Event description:
It was reported a patient underwent revision surgery for treatment of a non-union of the distal femur. The surgeon removed a 12 hold 4.5 locking compression plate (lcp) condylar plate along with nine screws from the plate. The plate was removed because the fracture had not healed and was causing the patient pain. The plate and screws came out without any problems and the non-union fracture was treated with a distal femur prosthesis. There was no surgical delay. The patient status/outcome is unknown. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when non-union occurred. This report is for one unknown screw(s)/unknown lot number. Original implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.